Manufacturer narrative:
As reported, the 3 mm 4 cm saber radianz percutaneous transluminal angioplasty (pta) balloon was used in a lesion below the knee. However, the balloon ruptured immediately after inflation. Therefore, it was replaced with a new balloon catheter (different size) and the procedure was completed. It was noted that there was difficulty experienced while crossing the lesion with the catheter. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There were no difficulties removing the product from the hoop, protective balloon cover, or any of the sterile packaging components. No kinks or damages were noted prior to inserting the product into the patient. The device was prepped per the IFU and maintained negative pressure during prep. The lesion was severely calcified, and the vessel tortuosity was minimal. The percentage of stenosis was 100%, as the device was being used for a chronic total occlusion (cto). There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or guide catheter, and no difficulties were encountered while advancing the balloon catheter through the vessel. The catheter was never in an acute bend, and the balloon catheter did not kink during use. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 82266240 presented no issues during the manufacturing process that can be related to the reported event. The reported "balloon burst" could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. The reported severe calcification and stenosis may have contributed to the reported event; it is likely to have caused damage to the balloon material that led to its rupture. In addition, the difficulty to cross the lesion could have caused additional damage to the balloon. However, without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. Prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. Do not exceed the rated burst pressure recommended on the label. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 3 mm 4 cm saber radianz percutaneous transluminal angioplasty (pta) balloon was used in a lesion below the knee. However, the balloon ruptured immediately after inflation. Therefore, it was replaced with a new balloon catheter (different size) and the procedure was completed. It was noted that there was difficulty experienced while crossing the lesion with the catheter. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There were no difficulties removing the product from the hoop, protective balloon cover, or any of the sterile packaging components. No kinks or damages were noted prior to inserting the product into the patient. The device was prepped per the IFU and maintained negative pressure during prep. The lesion was severely calcified, and the vessel tortuosity was minimal. The percentage of stenosis was 100%, as the device was being used for a chronic total occlusion (cto). There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or guide catheter, and no difficulties were encountered while advancing the balloon catheter through the vessel. The catheter was never in an acute bend, and the balloon catheter did not kink during use. The device was discarded.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 3mm4cm saber radianz percutaneous transluminal angioplasty (pta) balloon was used in a lesion below the knee. However, the balloon ruptured immediately after inflation. Therefore, it was replaced with a new balloon catheter (different size) and the procedure was completed. It was noted that there was difficulty experienced while crossing the lesion with the catheter. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There were no difficulties removing the product from the hoop, protective balloon cover, or any of the sterile packaging components. No kinks or damages were noted prior to inserting the product into the patient. The device was prepped per the IFU and maintained negative pressure during prep. The lesion was severely calcified, and the vessel tortuosity was minimal. The percentage of stenosis was 100%, as the device was being used for a chronic total occlusion (cto). There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or guide catheter, and no difficulties were encountered while advancing the balloon catheter through the vessel. The catheter was never in an acute bend, and the balloon catheter did not kink during use. The device was discarded.